Event description:
It was reported that the device was overheating. This was discovered when the device was at the MFR for repair. There was no pt involvement and no adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by the MFR and the device heated up to 145 degrees during testing. Upon disassembly found that the device has excessive debris in and around the upper bearing. The debris is the primary cause for the device to heat up. The front of the attachments have a gap between the bur pilot and the outer housing which allows this debris to build in the attachment. Once enough debris builds up in the attachment it may not work properly or the debris can physically bind up the attachments causing heat, noise and vibration. This issue has already been identified and potential actions have been implemented. This is not a repairable device.